Event description:
It was reported that a device had a bad door sensor. There was no patient involvement.

Manufacturer narrative:
(B)(4). This device has not been rec'd by baxter. A supplemental MDR will be submitted if the device is returned to baxter for service.